Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade IV and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Visual and microscopic analysis of the returned device identified: deformation, flat creases, wear abrasion. And was observed after autoclave cycle: cloudy gel, crystalline gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade IV and pain. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture, capsular contracture baker grade IV and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade IV and pain. Device has been explanted.